Event description:
In 2000 the MFR received a medwatch report (uf# not included) along with operative reports, radiological interpretations. Consultation report, surgical pathology report and a history and physical examination report from the facility that states the following: pt with history of lymphoma had device placed and approximately one (1) week later has had difficulty using device. Chest x-ray revealed device catheter had become detached from device and was lodged in the heart and vena cava. No further details were provided at this time. 15 days later, the MFR received a fax from the facility's corporate compliance officer that states: due to the probability of litigation and upon advise from their attorney the device in question will not be returned to the MFR for analysis. No further details are available.